Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed no delivery. The blood glucose reading was 407 mg/dl, then 325 mg/dl after changing the infusion set and reservoir. The customer stated that disconnecting and reconnecting the reservoir from the infusion set worked for only about an hour or so. He also noted that he ended up with pus where the insertion site was due to possible infection. Upon troubleshoot, it was found that insulin did not exit the tubing and that there was great than normal resistance with the plunger push. Customer requested replacement of the supplies. Nothing further reported.